Event description:
It was reported that during central processing, the insulation at the start of the branch of the fenestrated bipolar forceps instrument was damaged/flaked off. There was no report of patient involvement. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the insulation of the shaft was damaged at the beginning of the branches of the fenestrated bipolar forceps instrument. No fragment fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to reproduce and confirm the reported complaint. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test.